Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device.

Event description:
It was reported that the e360 ventilator would not power on. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.